Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh and pelvicol were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, and retention.

Manufacturer narrative:
It was reported that patient underwent mesh revision surgery on (B)(6) 2005 and pelvitex was implanted.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopic and vaginal repair of pelvic support defects including cystocele, rectocele, and enterocele, uterosacral vaginal suspension, extensive lysis of adhesions, and cystoscopy with ureteral stent placement.

Event description:
It was reported that the patient concurrently underwent laparoscopic and vaginal repair of pelvic support defects including cystocele, rectocele, and enterocele, uterosacral vaginal suspension, extensive lysis of adhesions, and cystoscopy with ureteral stent placement.